Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the product has been returned to animas and evaluated by product analysis as follows: a loss of prime with non-zero force event was recorded in the black box. There were no loss of primes during the investigation. The force sensor calibration reading was within specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that 3 or more loss of prime warnings had occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.